Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd saf-t-intima¿ IV catheter safety system needle had black thread around it. The following information was provided by the initial reporter, translated from chinese: "(B)(6) 2022, when the indwelling needle was torn apart, two black thin threads were found to be wrapped around the indwelling needle tip, stop using it immediately, and report to the nurse."

Manufacturer narrative:
H6: investigation summary since no photos or samples displaying the reported condition of foreign matter were available for examination, we were unable to fully investigate this incident. DHR was reviewed and no qns or other events were found related to the complaint stated by the customer. According to sampling plan applied for product performance, this lot was accepted. H3 other text : see h10

Event description:
It was reported that the bd saf-t-intima¿ IV catheter safety system needle had black thread around it. The following information was provided by the initial reporter, translated from chinese: "(B)(6) 2022, when the indwelling needle was torn apart, two black thin threads were found to be wrapped around the indwelling needle tip, stop using it immediately, and report to the nurse."